Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with cgm values up to 218 mg/dl about 30 minutes after an infusion set change on the abdomen, with a prior fingerstick of 194 mg/dl matching cgm, and no pump alarms were present; tubing primed correctly with visible insulin flow, and the previous site had not appeared bent. Symptoms included elevated blood glucose. Outcomes included user self-monitoring and delay of food intake without need for medical care. Investigation included troubleshooting of infusion delivery, verification of tubing flow, review of alarm history, and user education. Investigation of this case revealed no device alarms or flow obstruction and no evidence of leakage at the site, with cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.